Event description:
Related manufacturer report number: 2017865-2024-73559. Related manufacturer report number: 2017865-2024-73560. It was reported that the patient presented in clinic with infection. The patient had redness and swelling at the implant site. In addition, the device and the lead eroded. The entire pacemaker system was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.